Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). At the moment it is unknown if the device and/or logs will be available for evaluation. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch number: mw5069583. Insulin drip infusing on pt. Rn checked blood glucose and adjusted endotool accordingly at 0046 for one hour. Nurse returned to note insulin drip infusing at same rate for two more hours without alarm or stop. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was not received for evaluation. Without the actual device further evaluation is not possible and no specific conclusions can be drawn. If the device and/or additional pertinent information is received a follow up will be submitted.